Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent robot-assisted hysterectomy with robot-assisted closure of the vaginal cuff versus transvaginal closure of the cuff between january 2016 and march 2021. It was noted that a vloc suture or competitor suture was utilized to close the cuff in the robot-assisted group. There were 328 patients included in the study and complications. In the robot-assisted closure group, six patients were re-hospitalized, five of whom presented with vaginal cuff complications such as abscesses and bleeding, which necessitated reoperation.

Manufacturer narrative:
Correction: h6 (removed e2009). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.